Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis, on (B)(6) 2019 with blood glucose level was over 800 mg/dl and customer was being treated with drip at the hospital. The customer blood glucose level was above 600 mg/dl at the time of incident and the current blood glucose level was 216 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to troubleshooting further for high blood glucose. The insulin pump will not be returned for analysis.